Event description:
It was reported that the user experienced hyperglycemia after a supply change when no priming drops were initially observed at the set, required multiple presses totaling approximately 30 units without visible drops, connected regardless, and later measured a fingerstick glucose of 600 mg/dl before administering backup subcutaneous insulin; at the time of contact, glucose was 332 mg/dl and a subsequent guided prime produced drops immediately, with a teflon infusion set in use and the ilet system as the insulin delivery device. Symptoms included hyperglycemia without additional clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact beyond the hyperglycemia described. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.